Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Information related to the composix kugel mesh explanted on (B)(6) 2007 will be reported in accordance with (B)(4).

Event description:
Attorney reported: on (B)(6) 2007 - pt underwent surgery for repair of a ventral hernia. A ventralex hernia mesh patch was implanted to repair the hernia defect. A previously placed composix kugel hernia patch was removed at this time as it had failed and injured the pt severely. On (B)(6) 2007 - because the previously implanted and defective ventralex failed, pt underwent additional surgery to remove the patch. At this time, another hernia patch (unspecified brand) was implanted. Pt's injuries were severe and are recounted in her medical records (which were not provided). Pt has suffered and will continue to suffer physical pain and mental anguish.